Manufacturer narrative:
After further review, it has been determined that this reported allegation is not subject to mandatory reporting. The rubber feet are not responsible for securing the v60 to stand and therefore are unlikely to cause or contribute to a death/permanent impairment/serious injury.

Event description:
Philips received a complaint by the customer on the v60 indicating that the foot was degraded. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. Per previous good faith effort (gfe) response, the customer found that the foot was degraded while performing preventive maintenance (pm). The customer placed an order for the replacement foot kit for repair. Investigation is ongoing.